Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (tesla unknown). Surgery to reposition the magnet was completed on (B)(6) 2016. The implanted device remains.